Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a series of steps, including inspecting and cleaning parts of the pump and successfully loading the cartridge, allowing the customer to resume insulin use.